Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump displayed an error message during a procedure. The pump could not be reset. There was no patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative spoke with the customer and found that the error was not recorded. The system was used for multiple additional cases and experienced one recurrence. The service representative checked all connections in the pump, cleared the nvmem and reprogrammed the pump parameters. Further testing did not identify any issues with the unit. The pump was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump displayed an error message during a procedure. The pump could not be reset. There was no patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). After evaluation of the target log and actions stated in the service confirmation, the investigator requested that the s5 double roller pump should be returned to livanova deutschland for further investigation; however, the customer was not willing to return the pump for investigation and has stated that the pump was working okay. No additional investigation can be performed. If additional information is received, it will be evaluated for reportability as required. A review of the DHR did not identify any manufacturing deviations or non-conformities relevant to the reported issue. The result of the investigation does not provide any evidence to determine a root cause for the reported event. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.